Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the compressor interface printed circuit board (pcb), compressor power distribution pcb, compressor power controller pcb and the compressor power supply. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient a 980 ventilator generated a compressor inoperative error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.